Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was selected for procedure. It was noted during procedure that the patient was hypotensive and was given vasoactive drugs. The patient was then noted to be experiencing ventricular fibrillation. Cardiopulmonary resuscitative steps were taken. An angiogram was performed and an aneurysm of the right coronary artery was discovered. Patient was also found to have severe aortic stenosis. The decision was made to aborted the implant procedure and convert the patient to open heart surgery. The patient was stable at the time of report.

Manufacturer narrative:
An event of hypotension and ventricular fibrillation during the implant procedure of the portico valve was reported. It was also reported that the valve was not implanted and the patient was converted to open heart surgery as on angiogram absence of right coronary artery, vasospasm of the left main and narrowing ascending aorta was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott requested additional information, however no additional information was able to be received. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.